Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false elective replacement indicator (eri) alert was observed. Technical support was contacted and the device firmware was downloaded which cleared the eri trigger. The device was restored to normal function and the patient was in stable condition.